Event description:
It was reported that during a da vinci-assisted surgical procedure, the image of the 30 degree endoscope plus became upside down and caused reverse movements on the instruments. The technical service engineer (tse) had the customer remove the endoscope and hit the instrument clutch to undo it, then they rotated the endoscope 180 degrees and reinstalled it. The image and movement was restored and the case continued. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.